Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed for infection approximately two months after having been implanted with an absorbable envelope. Antibiotics were administered prior to removal. The patient was noted to have endocarditis and vegetation present on the right ventricular (rv), right atrial (ra) and left ventricular (lv) leads. The patient is a participant in the (B)(6) trial clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the patient had presented with fever and laboratory testing showed the presence of staphylococcus aureus. The patient later received a new system.